Event description:
Health care professional reported a patient experiencing alcl. The markers of cd30+ and alk- have not been reported/confirmed. Affected side is unknown. The device has been explanted. Manufacturer of the device is unknown. The suspect product associated with this event was determined to be a non-allergan sientra device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.2, b.5, d.1, d.2, d.4, g.5. Upon receipt of additional information from the reporter this device is a non-allergan sientra breast implant.

Manufacturer narrative:
The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: " alcl." Date of alcl diagnosis: unknown.

Event description:
Health care professional reported a patient experiencing alcl. The markers of cd30+ and alk- have not been reported/confirmed. Affected side is unknown. The device has been explanted. Manufacturer of the device is unknown.